Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the procedure the doctor open the box of the implant and was empty. There were no implant inside the inner box. Doctor finished the procedure with other implant in stock. Tooth location not reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)one impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) packaging was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Device history record (DHR) review was completed for the subject lot number (1222053). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222053) for similar events and no other complaints were identified. Additionally, this lot has been fully distributed from the manufacturing site. Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown.